Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. Upon investigation the battery pack was unable to power up a test monitor. The battery cells and pca board were corroded. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the corroded battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt called zoll customer support to report that one of his battery packs was not holding a charge. The pt was issued a replacement battery pack.